Manufacturer narrative:
Date of event entered is an estimated date because the exact date of event was not provided.

Event description:
It was reported that the patient's malleable penile prosthesis was explanted due to unspecified reasons. A new 14cm x 9.5mm inflatable penile prosthesis with 100ml reservoir and pump was implanted. It was further reported that the device was explanted due to perforation. There were no device issues or malfunctions. The patient experienced prolonged pain without obvious clinical explanation. He also had prolonged pain after his previous implantations. Closer follow up is planned by the doctors. Additional information received states "the left semirigid rod perforated the distal part of the corpus cavernosum into the most distal portion of the urethra. The device was surgically removed.

Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date because the exact date of event was not provided.

Event description:
It was reported that the patient's malleable penile prosthesis was explanted due to unspecified reasons. A new 14cm x 9.5mm inflatable penile prosthesis with 100ml reservoir and pump was implanted. It was further reported that the device was explanted due to perforation. There were no device issues or malfunctions. The patient experienced prolonged pain without obvious clinical explanation. He also had prolonged pain after his previous implantations. Closer follow up is planned by the doctors.